Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok needle was clogged/blocked. The following information was provided by the initial reporter: "we have a defective bd safetyglide needle to report. Item: #305901 date: 2/7/24 issue: went to give patient a vaccine with a bd safety glide needle 25gx 5/8 the needle would not prime at all. Gave vaccine with a new needle. I do have the defective product to return. I don't have the exact lot number. The end user provided me with 4 different lot numbers that they had in their store room, so it would be one of those 4, but I am not sure if that is helpful since we don't know the exact one." (B)(6).

Event description:
No additional information.

Manufacturer narrative:
(B)(4): follow up MDR for device evaluation: one sample was received with no packaging blister; therefore, the lot number could not be confirmed. Together with the sample, four empty packaging blisters for lot numbers: 1343389, 1280131, 3025386, and 3292194 were received. Visual inspection was performed. No defects or imperfections were observed. The sample was connected to a syringe with saline solution. It was not possible to expel the solution. It is clogged. Based on the investigation and with the sample analysis the defect reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was not performed as the lot number is "unknown" for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.